Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges chair would not go down when she was in it and she had to call the paramedics to get assistance to get out of the chair.

Manufacturer narrative:
A pride field service technician evaluated and repaired the device. The device is working properly.

Event description:
Consumer alleges chair would not go down when she was in it and she had to call the paramedics to get assistance to get out of the chair.